Event description:
It was reported that the patient with this electrode had received multiple inappropriate shocks due to t-wave oversensing, noise, and changes in amplitude morphology measurements. The patient may correlate these points in time with work on electrical equipment in the field of sound engineering. However, the patient often works in such an environment without such annotations regularly occurring there. Additional information provided from the field indicated the system later exhibited a patient data (pd) code. Screening of the patient failed in all three sensing vectors. Surgical intervention was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this electrode had received multiple inappropriate shocks due to t-wave oversensing, noise, and changes in amplitude morphology measurements. The patient may correlate these points in time with work on electrical equipment in the field of sound engineering. However, the patient often works in such an environment without such annotations regularly occurring there. Additional information provided from the field indicated the system later exhibited a patient data (pd) code. Screening of the patient failed in all three sensing vectors. Surgical intervention was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection revealed the complete electrode was returned intact, with tissue on the shocking coil. A bubble was observed near the notch area of the sense b electrode, and setscrew marks were noted in the appropriate location on the terminal pin. A bend/kink was observed approximately 425 millimeters from the terminal end of the df distal cable. The electrode passed continuity testing, confirming the conductors were intact and not fractured. Furthermore, a hipot test was performed successfully, indicating no electrical shorts between the conductors. X-ray imaging did not show any abnormalities. Analysis was unable to confirm the allegations made against the electrode in the field, and the kink is thought to be superficial and inherent from the time the electrode was manufactured.